Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having low voltage alarms while on the mobile power unit (mpu), one of which occurred while the patient was using the bathroom. Log file review captured a couple of low power hazard events on (B)(6) 2022 while connected to the mpu. No cause for the low voltage alarms was identified but the alarms resolved with mpu exchange. The exchanged device would be returned for evaluation. Additional information was received that on (B)(6) 2022 the patient's wife called ventricular assist device (vad) coordinators to report a yellow wrench alarm on the mpu accompanied by a continuous tone. The alarm continued after replacing the aa batteries and repulping the mpu. The malfunctioning mpu was collected and a new mpu was given with the batteries already in place. It was indicated that the malfunctioning device would be returned for analysis. Additional information was received on (B)(6) 2022 that the patient had presented to the clinic concerned for mpu alarms. In the clinic, the patient experienced connect power alarms while transferring to the power module to obtain waveforms. The patient was still connected to battery power on the black lead while the white lead was on wall power. After reconnecting the white lead to battery power it was attempted to switch the black lead to wall power but the connect power alarm reoccurred. The patient was successfully connected to the power module with the use of an ungrounded cable. It was suspected that there was an issue with one of the power cables on the controller or with the modular cable. Log file review confirmed several odd low power advisories and power cable disconnect alarms while on wall power. Absence of fault alarms indicated there was no issue with the modular cable and it was recommended to exchange the controller. The patient's controller was exchanged. As of (B)(6) 2022 there had been no further alarms. Related manufacturer's reports: 2916596-2022-00963, 2916596-2022-01935.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms and beeping on the mobile power unit (mpu) was able to be confirmed. The mpu (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days ((B)(6) 2022 per timestamp). Atypical power cable disconnect alarms coincident with rsoc invalid faults were active on (B)(6) 2022 from 07:04:18. The alarms occurred on both power cables and cleared shortly after activating. There were no other notable alarms active in the log file. Pump operation was not affected. Another log file was downloaded for review. A review of the submitted log files showed events spanning approximately 2 days ((B)(6) 2022, (B)(6) 2022 per timestamp). Events captured on (B)(6) 2022 took place in the testing labs at abbott. Atypical power cable disconnect alarms coincident with rsoc invalid faults were intermittently active on (B)(6) 2022 from 06:37:18 ¿ 09:08:58. The alarms occurred on both power cables and cleared shortly after activating. The driveline was disconnected on (B)(6) 2022 at 11:06:27 and the controller was shut down at 11:06:46. There were no other notable alarms active in the log file. Pump operation as not affected while the driveline was connected. The mpu (serial number: (B)(6)) was returned for analysis to the service depot and was evaluated and tested. The mpu was visually inspected and the patient cable was found to be damaged due to bite marks. The patient cable was replaced and the mpu was functionally tested and was found to operate as intended following the repair. The mpu was returned to the customer and the damaged patient cable was sent to product performance engineering (ppe) for further evaluation. During further investigation with ppe, bite marks were found on the patient cable and when connected to a controller, atypical alarms were audible when manipulating the patient cable at the bite marks. The patient cable was cut open to inspect the condition of the wires. The blue and green (vcc return) and red (echo) wires were found to be damaged. The damaged wires were shorting to the shielding resulting in the atypical beeping. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined to be due to damaged wires in the patient cable; however, the cause of the damage is unknown. Heartmate iii instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate iii patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.